Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has experienced dizzy spells, like they are "going to pass out". The patient's family member indicated that these episodes started to occur shortly after the last device check, and recently become worse. The patient also feels an erratic pulse that slows down during their dizzy spells. The patient's family member expressed concern about the function of the pacemaker. No additional information could be obtained through follow-up. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.